Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the issue occurred during lap vats (video-assisted thoracoscopic surgery). After the first reload, first clip (handle) with the first charger (reload) was used on a lung bronchus and it worked. But when the same clamp (1st handle) was used with the second feeder (2nd reload) it did not cut and staple. They suspected clamp blacked so they used another clamp (2nd handle) with the first charge but it did not work as well. After that, they used the second clamp (2nd handle) on a black charger (axt reload) but it did not work either. They change the handle and reload to resolve the issue in order to complete the case. Additional operation was performed to correct the issue. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Visual inspection of the returned products noted that one of the reloads was pre-fired and the other had a full complement of staples. Microscopic evaluation noted that one of the reloads had damage to the cutting edge of the knife blade. Functionally, both reloads were loaded into a post market vigilance instrument, the interlock of one of the reloads was overridden, and both reloads were applied to test media. All remaining staples were placed, and test media was cleanly transected. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. Replication of the damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. The information booklet which accompanies each product shipment cautions the user; ensure that no obstructions (such as clips) are incorporated in the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time by ceasing the placement of staples and tissue transection and prevent patient harm. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.